Event description:
I ordered contacts from 1800contacts. Shortly after receiving them I started to get eye pain, severe light sensitivity, and the inability to keep my eyes open after removing them after 6 hours of use. I wore my eye glasses for 2 weeks and used dry eye drops. I opened a brand new pair of contacts and within 2 hours the same symptoms started. I went to see an ophthalmologist on (B)(6) 2023 and was diagnosed with dry eye syndrome and corneal epithelial dystrophy. I had a recent exam performed not long prior which was negative for issues. I was advised to use glasses and eye drops for 2 weeks (I did this for 3 weeks). Today, I opened another new pair of contact lenses and within 2 hours I again had severe eye pain, light sensitivity, burning, redness, and an inability to open my eyes. I have worn contacts for over 20 years and have never had this issue. They need to have their contacts examined for quality.